Event description:
It was reported that the pt told the MRI tech, that the pump was not working. Tech referred the pt back to their managing hcp for eval. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.